Event description:
It was reported to medtronic minimed that the customer experienced critical pump error with an open book image, pump error 35(a broken force sensor was detected during seating or regular delivery.). The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. Customer reported a critical pump error/open book image error. No harm requiring medical intervention was reported. Mmt-1712k was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thus. Pump error 63 critical handling alarmed (variable 12) on (B)(6) 2024 at 19:13:36.000 due to hardware error found in the history files. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files on (B)(6) 2025 at 18:16:00.000 due to moisture damage on electronic assembly. Unable to do the force sensor zero offset test due to moisture damage to the force sensor flex connector. In addition, pump error 4 critical handling alarmed on (B)(6) 2024 at 19:13:36.000 due to hardware error found in the history files. Pump was cut open to perform visual inspection and found moisture damage on electronic assembly. Unable to do the force sensor zero offset test due to moisture damage to the force sensor flex connector. P-cap was attached and locked into place properly. The following were noted during visual inspection: keypad overlay texture damage, stained keypad overlay, cracked keypad overlay at select button, cracked case on battery side, scratched case, battery tube threads - cracked and cracked case (battery tube). Critical pump error (open book image) alarm confirmed due to pump error 35. Pump error 35 alarm confirmed due to moisture damage on electronic assembly. Both pump error 63 and 4 were confirmed due to hardware error found in history files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.